Event description:
It was reported that the patient underwent a total ankle replacement. It was reported that the patient is having loosening and cystic changes. The infinity tibial tray, poly, inbone talus with 10mm stem were explanted.

Manufacturer narrative:
The reported event could be confirmed since images of CT scans were provided and shows radiolucence around the talar component. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿the tibial component shows clear loosening with radiolucence and large cavities specifically posterior. There is no clear migration visible, though. The pe cannot be assessed directly as it is not visible in the CT scan. The talar component has some radiolucence, but loosening cannot be confirmed with this CT scan only. There is no migration of the talar component visible.¿ based on investigation, the root cause was attributed to a patient related issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown.